Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarm or blank display noted. Unit had stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the insulin pump had a blank display and the insulin pump would not turn back on. The customer reported that the insulin pump had cracks around the threading of the battery compartment. The customer reported that they were unable to remove the battery cap. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer reported that she was given insulin through IV. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.